Manufacturer narrative:
Upon further review of this complaint, it was determined that the initial medwatch was sent in error. This report will be rejected.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 02/10/2017 - pfs and medical records received. After review of the medical records for MDR reportability, alleges severe pain, loss of mobility, ankle fusion, foot drop, and left leg amputation. No revision operative note available, but the discharge summary indicated that the hip was revised, following recurrent dislocations, for aseptic loosening of the acetabular component, with some metal shedding. Indicated that stem was well fixed. No records available to indicate products implanted during primary surgery. Will report unknown head and liner for metal debris, and cup for loosening. It is also to be noted that based upon the implant record for the revision surgery that it appears a depuy altrx polyethylene liner was cemented into a competitor's acetabular cup during this revision.